Event description:
During service of product unit was found to have a no audible alarm condition on 7/21/1998 due to alarm wires being disconnected in the field. Reconnected alarm wires to correct the non alarm condition. A motor stall with high pressure alarm was found on 08/04/1998 due to transistor q1 on the motor board. Replaced q1 to correct the motor stall.